Manufacturer narrative:
Patient weight not available from the site. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information that, while the system was being used for a functional endoscopic sinus surgery (fess) procedure, there was a reported alleged inaccuracy. The CT for the patient was good with good navigation accuracy initially within 1mm. However intra op, the navigation was off. Navigation was aborted. There was no known impact or consequence to the patient.

Manufacturer narrative:
Additional information: for testing. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
System logs were received, however upon review it was confirmed the logs were from different patients and it was not possible to determine which case was associated to this complaint. As a result it was not possible to determine the cause of the reported event. If information is provided in the future, a supplemental report will be issued.